Manufacturer narrative:
(B)(4). Date sent 12/6/2024. D4 batch #106d16. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the battery loaded and no apparent damage and a reload loaded on the device. The reload was received fully fired with several b-shaped staples on the reload. The knife was examined for visual inspection and no damages were found on the knife edge. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 106d16, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional event information ·were there any discomfort or abnormality in the function when the product was used? No, there were not. ·please tell us the shape of the staple. (E.g., b-shaped, u-shaped, lumbricoid-shaped, etc.) It could not confirm this due to bleeding immediately after the fire (when the knife was running back). ·were there any change the procedure at the time of the additional suture? (E.g., add a port hole, change to open chest, etc.) ¿ hybrid vats to open chest. ·could you please share the doctor's thoughts and comments regarding the cause? The doctor said that it may be due to the pulsation around the heart immediately after the surgery and the structure in the back was grasped a little bit. Pe7 was used once for vascular treatment. After interlobar was cut with echelon 3000, during left upper lobe a3 sectioning, there was bleeding from a3 of the left upper lobe. The cardiovascular surgeon achieved hemostasis by suturing as the recovery, but cardiopulmonary arrest occurred for 5-6 minutes. The recovery was successful and the patient is now stable, but it is unknown if the patient has any disabilities or other effects after the surgery. At this moment, it is considered a possibility of technical error. The patient is conscious now, but respiratory function level and higher function disorder level are unknown. Blood products were used albumin, etc. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? It was bleeding immediately after stapling. How many days postoperative was the bleeding identified? It was intraoperative bleeding. What was the total estimated blood loss (ml)? Unk. Was a transfusion required? Yes, it was. How was the bleeding addressed? The suture was peformed. What was the pre and postoperative anti-coagulant and pain management protocol? Unk. Was the bleeding intraluminal or extraluminal? Unk. What was provided by the customer that would lead to the statement ¿it is considered a possibility of technical error.¿? The doctor cannot rule out the possibility of the stapler biting into deeper structures and bleeding due to cardiac movement. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopy pneumonectomy, when a3 of the left upper lobe of lung dissection, there was bleeding from a3 of the blood vessel at the 2nd firing (the tissue damage). The amount of bleeding was unknown, and the blood transfusion was performed. The cardiovascular surgeon achieved hemostasis by suturing as the recovery, but cardiopulmonary arrest occurred for 5-6 minutes. The recovery was successful and the patient is now stable, but it is unknown if the patient has any disabilities or other effects after the surgery. At this moment, it is considered a possibility of technical error. The patient is 75-year-old, male, and hospitalized. The cartridge color was white. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2024. Additional event information: the patient is conscious now, but the degree of respiratory function and higher functional impairment are unknown. (B)(6) 2024 (thursday), the patient is still in the ICU, but the patient regained consciousness and is eating. Respiratory function is unknown, possibility of introducing home oxygen, etc.